Manufacturer narrative:
The reported events of helix could not retract, high capture threshold, loss of capture, loss of sensing, and low impedance were confirmed. As received, a complete lead was returned in one piece for analysis, with the helix fully extended and clogged with dried blood/tissue. X-ray examination of the lead found a severely over-torqued and separation of the inner coil consistent with procedural damage. After cleaning and applying toque directly to the inner coil, the helix could be retracted and extended, and the helix extension length met specification. Electrical testing performed revealed an open circuit and an internal shorting due to procedural damage. The cause of the reported events were isolated to the over-torqued and separation of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, a high capture threshold was observed on the right ventricular (rv) lead. The physician repositioned the rv lead, but in the new position there was a loss of capture, loss of sensing, and a low pacing impedance. The rv lead was attempted to be repositioned again, but the helix failed to retract. Once explanted, the rv lead appeared to be damaged at the connector portion. The rv lead was replaced to resolve the event. The patient was stable and will continue to be monitored.